Event description:
Reporter came home from the hospital with a fever. It was found that the reporter had an infection and was in the hospital 5 weeks. The wound stayed open and drained for a year and eight months. Reporter had a (B)(6) infection. Surgeon at first said the fever wasn't because of the mesh but reporter's obgyn felt it was and got her into surgery for explantation. Reporter wonders if others have had the same problem.